Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. See manufacturer¿s report # 3004209178-2016-08365 for the patient¿s other device issue.

Event description:
Information received from the patient reported that they had thin skin from surgical onset menopause and as a result their whole implantable neurostimulator (ins) system stuck/bulged out. The patient underwent a revision where the ins was moved from the front to the back (to the butt under their gluts). They also had to move some leads. The indication for use for the implanted device was noted as other chronic/intract pain (trunk/limbs). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.